Event description:
The diamondback coronary orbital atherectomy device (oad) was operated on low speed to treat the proximal, mid and distal lesions of a heavily calcified right coronary artery. During the second treatment pass the crown jumped. Two additional treatment passes were performed and during the removal process it was observed that the driveshaft had fractured distal to the crown. Following attempts to retrieve the fragment with balloons, the fragment was retrieved with an extension catheter and balloon. The patient remained stable throughout the procedure.

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Manufacturer narrative:
The reported oad was received at csi for analysis. A visual examination confirmed that the oad driveshaft was fractured, at the distal edge of the crown. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. When tested, the oad functioned as intended. At the conclusion of the device analysis investigation, the report that the oad crown jumped forward could not be confirmed, however the driveshaft fracture event was confirmed. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of this reported complaint is undetermined. It should be noted that the diamondback coronary orbital atherectomy system instructions for use states the following warning, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." Csi ID:(B)(4).